Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was problems with the rotor rubbing and debris in the bearings, which were each replaced along with other components.

Event description:
It was reported that the handpiece began overheating during a podiatry procedure. There was no reported patient or user injury or delay in surgery.